Manufacturer narrative:
(B)(4).

Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of a 70 mm in diameter abdominal aortic aneurysm. The proximal aortic neck was 22-29.5-32.2mm in diameter and 8 mm in length. The neck angulation was 20 degrees and supra to infrarenal angulation 70 degree. 10 percent calcium and 5 percent thrombus were present at the seal zone. It was reported that during the index procedure, the endurant aui was inaccurately implanted resulting in a proximal type I endoleak. The physician then implanted an endurant 28x28x49 aortic cuff however, the endoleak still persisted. The physician then implanted 10 aptus endoanchors but the type ia endoleak still remained. The investigator assessed the event as related to the index procedure. No additional clinical sequelae were reported and the patient is being monitored.